Event description:
During the surgical procedure to clip a portion of the left lung for pathology the md used a stapler which misfired. There was no injury. The new stapler opened and was used without a problem.